Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for (1) unknown unk - screw cannulated/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) of the medial epicondyle , the tip of a canulated screw broke off and fell into the patient. An x-ray confirmed the location of the fragment is the patient's elbow. It is not certain if there was an attempt to retrieve the fragment. It is uncertain if there was time delay and patient status is unknown. No further information is available at this time. This report is 1 of 1 for (B)(4).